Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had no motor movement or negligible movement and retries to free a stuck motor failed. The customer¿s blood glucose level was 128 mg/dl. Customer stated they were unable to clear the alarm and they were unable to rewind insulin pump. Customer stated when they rewind they received changed battery, changed aa battery and they got delivery stop, setting change and insulin pump restart. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Constant pump error 38 alarms during rewind due to moisture damage on motor assembly. Unable to verify resume anomalies due to pump error 38 alarms. Unable to perform displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test due to pump error 38 alarms. Corroded force sensor assembly and moisture damage on electronic board stack.